Event description:
While inserting a locking screw into an lcp df plate for a supracondylar femur fracture, the surgeon noticed a metallic piece of the screw. The screw was removed before it entered the threaded portion of the plate. Once the screw was removed, the surgeon wiped the screw with gauze and a metallic piece adhered to the gauze.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.